Event description:
A report was received that the patient was having increased pain in the right hip from battery placement. The patient will undergo a revision wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4)